Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive shock applied on the ccd wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the light guide fiber bundle (lcb) fluid damage, the lg cable connector fluid damage, the segment corroded, the control body corroded, the lg cable connector corroded, the insertion flexible tube (ift) disinfections damage, and the lg cable connector housing disinfections damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).